Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the luer hub of a 6f judkins left (jl) 3.5 vista brite tip guiding catheter was cracked causing blood to ooze out. A new 6f jl 3.5 vista brite tip guiding catheter was used as a replacement and the procedure was carried out successfully. There were no reported injuries to the patient. This was during a coronary angiography and stent implantation procedure. The device was stored and prepped per the instructions for use (IFU). Due to the damage to the luer hub it was not possible to connect to the luer hub. Excess force as not applied when attempting to connect to the luer hub. The device will be returned for evaluation. The hospital reported this case as a serious injury adverse event to the china nmpa directly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the luer hub of a 6f judkins left (jl) 3.5 vista brite tip guiding catheter was cracked causing blood to ooze out. A new 6f jl 3.5 vista brite tip guiding catheter was used as a replacement and the procedure was carried out successfully. There were no reported injuries to the patient. This was during a coronary angiography and stent implantation procedure. The device was stored and prepped per the instructions for use (IFU). Due to the damage to the luer hub it was not possible to connect to the luer hub. Excess force was not applied when attempting to connect to the luer hub. A non-sterile ¿6f .070 jl3.5 100cm¿ unit was received inside of a clear plastic bag. The received unit was removed from the packaging to proceed with the product evaluation. The device was inspected observing that no damages were observed along the unit body during the first unaided eye inspection. A functional analysis was attempted to be performed. Nevertheless, a cracked condition was observed on the hub that promoted the leakage condition reported. Additionally, an aspiration functional analysis was executed, and it was confirmed that only air was pulled inside the syringe set in vacuum mode. A microscopic analysis was performed to evaluate the cracked condition observed during the functional test. During this analysis, fatigue striation patterns and crack lines were observed on the separation walls. The mentioned characteristics are normally attributed to excessive tensile strength applied to a material. The complaints reported by the customer as ¿luer hub ¿ leakage¿ and ¿luer hub ¿ cracked¿ were confirmed due to the conditions observed on the device as received. Fatigue striation patterns and crack lines were observed on the separation walls. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.